Event description:
It was reported that during stapling of the gastro-enteroanastomosis, the white reload of 60 mm did not complete the shooting, locking the reload after the stapling began. Used reverse for blade retraction and system release. After this, another reload is used, however, a blue one, without interference in stapling. There was bleeding, but it was resolved.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: I have no further information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.